Event description:
It was reported the fiber broke while the laser was engaged using a dornier axis ureteroscope. This resulted in a minor laceration on the doctor¿s left thumb. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device with no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus, the allegation could not be confirmed, and product analysis could not be performed. Olympus will continue to monitor the field performance of this device.